Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap appendectomy. According to the reporter: endogia handle and re-load broke during case. There was pt involvement. The case was extended by more than 30 minutes. User injury/treatment, trauma to surrounding tissue to remove the reload. The problem that the jaws could not be opened to remove the tissue. The use of harmonic to cut around and free the load from the tissue. No reinforcement material was used. There was no bleeding reported in excess of 500cc.